Manufacturer narrative:
Insulin pump received with serial number label fading, cracked case behind the insulin pump at the battery compartment and cracked battery tube threads. Insulin pump received with normal operating currents. No unexpected failed battery test, replace battery now alert or battery power loss noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had multiple failed battery alarm. The customer¿s blood glucose level was 7.9 mmol/l at the time of the incident. The customer received failed battery test alarms with out low battery alert. Customer reports cracked on insulin pump. The customer was assisted with troubleshooting and the alarm did not clear. The insulin pump will be returned for analysis.